Event description:
Allegedly the component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00266. This event occurred in (B)(6).

Event description:
Allegedly the component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: products did not contribute to event. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.